Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During interrogation of the implantable cardiac monitor (icm), it was noted that there were several episodes of noise. Programming changes were made to the icm which resolved the issue. The patient was in stable condition.